Event description:
On 7/16/06, syncardia systems, inc. Became aware of a possible malfunction of a css console, as a result of a review of console servicing records received from syncardia's service rep. An entry dated for 2005, in the console servicing records stated, "device makes a hissing sound if zv-supply is disengaged." The activity chart in the servicing records stated, "nonreturn valve renewed. Primary pressure (hd) renewed. Device calibrated and checked." Syncardia has been unable to obtain any additional info regarding this event. A review of complaint and service records from q4 2004 through 2006 did not indicate a trend or other pattern for the reported malfunction. Syncardia is closing this file.